Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported a exchange from textured to smooth implants due to the patients concerns with the product. Healthcare professional later reported "right side fluid." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side exchange from textured to smooth implant due to the patient's concerns with the product. Healthcare professional later reported "right side fluid." Healthcare professional additionally reported "few small radial folds in the elastomer capsules," "it was found to be intact and there was no fluid accumulation or any further evidence of abnormality" observed on the right side during surgery. Healthcare professional also reported "dense fibrosis" which is not device related. The device has been explanted.